Manufacturer narrative:
The event description provided by the customer was not indicative of a reportable complaint. Biosense webster became aware of this reportable malfunction upon evaluation of the complaint product. The catheter failed deflection test due to jammed deflection mechanism causing the tip of the catheter to remain on a deflected position. All unused variable lasso catheters, that were distributed prior to 03/25/08 - which could potentially display this failure mode - have been removed from the field. Variable lasso catheter recall. In addition, a corrective action has been opened to address and resolve this issue.

Event description:
During use, the catheter appeared to loose its full deflection mechanism. No pt injury was reported.